Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that they were having blood glucose of 351mg/dl and took bolus but it did not subtract what he had active and went down to 53mg/dl and nurse said she figured out it did not subtract insulin on board. Patient's current blood glucose was 208 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 1 year. Customer states the drive support cap appears normal. Based on customer report proceeding in troubleshooting the customer was alleging possible pump over delivery. The insulin pump will not be returned for analysis.